Event description:
Almost choked on one - oral-b brush head [choking sensation] bought new brush heads and they just slide off - oral-b [device breakage]. Consumer reported via chat that the brushheads slide off of the handle and they almost choked on one. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.